Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. The tined lead was returned and analyzed. Visual inspection of the tined lead revealed all the electrode wires were broken. The tined lead wires were deformed at one location. All electrode wires were open. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. This investigation is assigned a most probable conclusion code of unintended use error caused or contributed to event.

Event description:
It was reported that a revision was performed on (B)(6) 2025 after experiencing high impedances due to the device. The sacral x-ray was reviewed, and the lead did not appear fractured or dislodged. A portion of the insulation just proximal to the tines was frayed. The doctor believes it was a tined lead issue, given the deformity and once the lead was tested in the or, the impedances were all open. Additionally, the patient has a history of chiropractic work and massages in the area of the implant.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. This report is being submitted to correct the unique identifier (UDI) # (d4) in section d, suspect medical device; (a1) patient information. (A2) date of birth, age at time of event, and unit of measure - age, (a3b) gender in section a, patient information; (g2) report source in section g, all manufacturers.

Event description:
It was reported that a revision was performed on (B)(6) 2025 after experiencing high impedances due to the device. The sacral x-ray was reviewed, and the lead did not appear fractured or dislodged. A portion of the insulation just proximal to the tines was frayed. The doctor believes it was a tined lead issue, given the deformity and once the lead was tested in the or, the impedances were all open. Additionally, the patient has a history of chiropractic work and massages in the area of the implant.

Event description:
It was reported that the patient scheduled a revision surgery in the month of august after experiencing high impedances due to the device. The sacral x-ray was reviewed, and the lead did not appear fractured or dislodged. No further information was reported.

Manufacturer narrative:
Product code (d2b): additional product code qon. Premarket/510(k) # (g4): additional premarket/510(k) # p190006.